Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 351 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.